Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient had been wearing a pod between 24 and 36 hours their blood glucose level has rose to 400 mg/dl. In addition it was reported that the pod site was bleeding and the pods needle had not retracted upon initial activation. As treatment, the patient received a bolus.